Manufacturer narrative:
At the time of the event, the phacoemulsification machine was examined and tested by an amo authorized service representative at the customer location. No issues were found with the operation of the equipment that related to the reported event. The equipment meets all specifications. Furthermore, the customer did not return the three disposable vitrectomy cutters, (B)(4) to the manufacturer for evaluation. However, amo's investigations subsequently determined that the whitestar signature unit contributed to the event. Amo issued a field correction on april 2, 2008 to change the priming instructions for the vitrectomy cutter and to modify pressure settings on the signature whitestar unit. The report of correction was submitted to the FDA on april 16, 2008 (reference recall number z-1702-2008). Amo reviewed reports in which vitrectomy cutters, used in conjunction with whitestar signature units affected by this field correction, did not function and determined that these events meet the requirements for medical device reporting as malfunctions. Therefore, we are reporting this event.

Event description:
The clinic reported three disposable vitrectomy cutters failed to cut during a vitrectomy procedure; there was no report of patient injury. Another phacoemulsification system was used to complete the procedure.